Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082820) on 31-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and arthralgia ("pain in all my joints/hip pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced arthralgia (seriousness criterion disability), swelling ("swelling"), headache ("headaches"), hot flush ("hot flashes"), dental caries ("tooth decay"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, arthralgia, swelling, headache, weight increased, hot flush, dental caries, alopecia and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, dental caries, fatigue, headache, hot flush, medical device removal, swelling and weight increased with essure. The reporter commented: an injury,disability /permanent was mentioned but not specified and /or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.